Event description:
A female patient contacted lifecor customer support to report that she was receiving "adjust belt" alarms. She stated that the blue velcro had come off of the electrode belt. Support advised patient to wear an ace bandage to hold the electrode in place until a replacement electrode belt arrives. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in the cable from ECG a to ECG b. The short was fixed. The velcro was missing from one of the electrodes. The electrode belt was refurbished. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unk, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.